Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top cover was cracked; the motor cover, encoder cover and patient restraint bracket were damaged. The battery partition cover was missing. The autopulse platform is a reusable device and was manufactured on 09/07/20015. Therefore, these type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint of the autopulse display user advisories (ua) 12. A review of the archive was performed and multiple ua 12 (life band not present) message was observed on (B)(6) 2016. During functional testing, the autopulse platform passed functional tests without exhibiting any fault or error. The autopulse platform was powered up with multiple lifebands and no problems or error messages were observed. The platform was tested using a test manikin for approximately 7 minutes without exhibiting any faults or error message. Further testing noted that when the drive shaft was rotated, it was intermittently stiff. Therefore, the clutch plate was deburred to solve this problem. The stiff drive shaft is not related to the reported complaint. In summary, the customer's reported complaint of autopulse displaying ua 12 was confirmed during archive review. Since there were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint, exact root cause could not be determined. The autopulse passed all the tests and meet all the required specification

Event description:
It was reported that during patient use, the autopulse platform displayed user advisory 12 (life band not present) message. There were no negative effects reported to the patient. The customer also reported that they were unable to clear the ua 12 (life band not present) message back at the station. Attempts have been made to obtain additional information but have been unsuccessful.